Manufacturer narrative:
(B)(4). Date sent: 7/5/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 497a85. Investigation summary: the product and packaging pictures were received at ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device and pictures of the packaging. Visual analysis of the returned sample revealed that the ec60a device was returned with no apparent damage. The returned sample was visually compared against an original ec60a test device. The following observations were noted during the visual inspection. The received sample presented several components like the closure trigger, the knob, and the nozzle with a much lighter tone of gray than the original product. In addition, the cartridge channel should have the number scale pad printed (ink transfer) and not laser engraved as seen on the returned product. Lastly, the printed letters in the handle area were noted to be bold and bigger letters when compared to the test device. The returned device had a batch number printed on the firing trigger. The batch number 497a85 printed on the device is a valid batch number. However, belongs to a long60a product manufactured in 2021, therefore the expiration date should be in 2024 and not in 2026 as stated in the package of the returned device and the product code printed on the trigger does not match the device received and the product code on the packaging. There were significant differences observed between the photographs of the suspect packages and the authentic package/artwork. The lot number t95k2u and expiration date on the suspect packages does not match any information in our j&j systems. The evaluation performed determined that the suspect package and product received for analysis is not authentic johnson & johnson product. The received complaint sample is confirmed as counterfeit product. Device history review: t95k2u - not found in the quality system. 497a85 belongs to a long60a product code. A manufacturing record evaluation was performed for the finished device batch number 497a85, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the product purchased? Is there an indication of how the product was distributed? Is there any indication of the source? Based on the packaging, is there any indication of which market the original genuine product may have come from? Was the device used on a patient? If so, was there any patient consequence? Is a photo available of the product? Is the device available to be returned for evaluation? If so, please provide the status of the return sample and any available tracking information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Global brand protection latam team has performed a test purchase in mexico, in one non-authorized and suspicious seller. The event reported was confirmed and it is related to diversion. Ethicon products were not distributed by authorized affiliates.